Manufacturer narrative:
The bipolar metal shell and bipolar liner were returned for review. The shell has the locking ring stuck in the groove. The locking ring was removed and inspected. It was noted that the tabs of the locking ring have minor damages. The liner has some gouges around the outer surface above the split poly ring. The dimensions were found conforming to print specifications where measured. The locking ring was placed back inside the groove of the shell and a functionality check was done using the returned devices and it was confirmed that the devices mated, with the liner seated flush with the shell and locked into place. Review of the device history record for the shell did not identify any nonconformances or deviations related to the reported issue. These devices are used for treatment. Surgical notes were not provided and it is unknown whether the surgical technique was followed. Step by step assembly instruction and instruction for checking the position and condition of the locking ring prior to assembly are provided both in the multipolar bipolar cup surgical technique and package insert. When both tabs are not in the slot, the locking ring will not expand adequately to accept the liner. With the information provided a definite root cause for the reported issue cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the locking mechanism of the shell was would not function.